Manufacturer narrative:
Device evaluation: we have evaluated the device.

Event description:
It was reported during a surgical procedure at the user facility that the user was shocked when she touched the screen of the device and that an error message was displayed. There was no medical intervention needed and the case was rescheduled 24 hours and successfully completed.

Event description:
It was reported during a surgical procedure at the user facility that the user was shocked when she touched the screen of the device and that an error message was displayed. There was no medical intervention needed and the case was rescheduled 24 hours and successfully completed.